Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of 532 mg/dl. The customer provides details regarding symptoms of their high blood glucose episodes such as nausea. Customer also reported that insulin pump had insulin flow blocked alarm occurred four times. Customer stated that the insulin exited. Customer was unable to complete care link upload. The insulin pump will not be returned for analysis.